Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Contact reported that the customer experienced elevated blood glucose (bg) level of 600 (mg/dl). Contact indicated that the customer would administer insulin injections to treat their bg level, and would use insulin injections for alternate insulin therapy.